Manufacturer narrative:
UDI: (B)(4). Per the instructions for use (IFU), valve embolization are known potential complications associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. It is to be noted that in this case the sapien 3 valve was implanted in the native mitral valve.  The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis patients and also for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The exact cause of the device embolization and mitral paravalvular regurgitation was unable to be determined, however it is likely that procedural factors (valve implanted in mac, valve not anchored properly) may have caused or contributed to the event.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, a 29 mm sapien 3 (s3) valve was implanted in the mitral position valve in mitral annular calcification (mac) via transseptal approach. Post deployment mitral paravalvular regurgitation was observed.  Post deployment, the valve embolized due to inadequate anchoring. A second 29 mm sapien 3 valve was prepped and entered the body but the decision to implant a second valve was reconsidered due to the risk of the valve also embolizing. It was decided to not deploy the 2nd valve, the devices were removed without issue. An amplatzer pfo occluder was used to pin the embolized s3 against the wall of the interatrial septum. The patient is stable post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.